Manufacturer narrative:
(B)(4). Additional information: batch #m91a06. The device was returned inside its package; the package was returned partially open. Upon visual inspection, it was observed that the blister from the packaging was damaged; the blister was found to be broken at one of the corners of the package and the blister was noted to be wrinkly. In, addition pieces of the broken blister were still attached to the tyvek. Due to the damages found on the packaging, a possible cause for this condition is due to improper handling during transit or storage; it appears that the package hit a hard surface and this caused the reported event. All ees product is 100% inspected prior to release. The information you provided is compiled monitored and reviewed on a routine basis for any associated trends. The batch history records were reviewed with no anomalies noted during the manufacturing process.

Manufacturer narrative:
(B)(4). No device received for analysis at time of submission of 3500a. When additional information is received and/or the device analysis has been completed, a supplemental medwatch will be sent. The lot history records were reviewed and the manufacturing criteria were met prior to the release of this lot.

Event description:
It was reported that the device package was broken at the opening corner. No further information is known at this time. No adverse impact to a patient reported.